Event description:
It was reported that the generator screen became completely black. The patient was under anesthesia when the issue was noted. The procedure was not completed due to this event. No injury to the patient occurred due to this event. Patient current condition is good.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the generator screen became completely black. The patient was under anesthesia when the issue was noted. The procedure was not completed due to this event. No injury to the patient occurred due to this event. Patient current condition is good.